Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, an adhesive failure, a failure of the pod to deliver insulin, or the reported high bg levels. The received device had the cannula assembly fully deployed. The extended portion of the cannula displayed no abnormalities that would contribute to dislodging. Although no abnormalities were observed, a root cause for the reported events could not be determined.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (hip). As treatment, a new pod was applied.